Event description:
Reportedly the pt had abdominal hysterectomy and vaginal cuff repair in 2005. Pt was returned to the ER 15 days later experiencing blood loss. Vaginal exploration in or determined vaginal cuff dehiscence. Pt had vaginal cuff re-sutured and was given one unit of blood. No further complications were noted. Smoking, obesity and questionable behavior as noted by in-patient unit personnel. Procedure: abdominal hysterectomy and vaginal cuff repair.